Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician encountered placement difficulty with the right ventricular (rv) lead. Once the lead was placed in the rv apex an attempt to extend the helix was made. After thirty rotations of the pinch on tool the helix did not extend. The lead was removed from the body and the attempt was made outside of the body to again extend the helix with the same result that the helix would not extend. An alternate lead was implanted. No patient complications have been reported as a result of this event.